Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to no image with 180 scopes. Additional information was found such as: a recommended software update from version 3.01 to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using the video system center, the socket for receiving video from the scope is not working properly. The 180 scopes videos are not showing up but would work for 190 scopes. The issue occurred during preparation for use. During the device evaluation, it was found that a faulty patient board set and the socket for receiving video from the scope was not working properly. There was no patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. In addition, the socket for receiving video from the scope is not functioning properly. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the patient board caused no images from 180 scope. Olympus will continue to monitor field performance for this device.